Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic laparoscopic liver resection, while the patient was sedated and the device was in use, the flex deflectable videoscope displayed a distorted image. The procedure was delayed less than thirty minutes. The procedure was completed using an olympus backup device. No patient harm was reported.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Update: d8, h3, h6, h11 the device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the device distorted display image could not be determined, however, the issue was likely the result of a faulty charged-coupled device unit, due damage as a result normal/repetitive use, improper handling, and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.